Event description:
It was reported that, "a pt underwent a surgical procedure of osteosynthesis with a gamma 3 nail due to pertrochanteric fracture of the right femur on (B)(6) 2011. On (B)(6) 2012, the pt fell and was admitted to a different hospital. On (B)(6) 2012, the pt went to (B)(6) and was hospitalized due to the fracture of the gamma nail. Pt was revised on (B)(6) 2012 in which the pt underwent removal of the nail and new osteosynthesis. Surgeons opinion is the accidental fall occurred during walking. So it was a low energy trauma that doesn't justify the breakage of the nail.

Manufacturer narrative:
The device will not be returned for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.